Event description:
Patient arrived for prolonged chemo pump removal. Alerted his nurse that he noticed some wetness to his t-shirt, he noted a white, crystalized residue in both injection caps. He states that he wiped them off with an alcohol wipe. Elastomeric pump completely empty. As a side note, our department usually will only access the patient that will be dc'd with a pump with a mini loc, that only has one port. These are not available in the 0.75 inch needle and therefore we are using the power loc infusion set which has a y site, which is where the residue was noted.